Manufacturer narrative:
As reported, the bioscrew broken fragments are not expected for evaluation, as they were discarded at the user facility after the second surgery on (B)(6) 2013. Without the actual product, an evaluation could not be performed and the alleged problem therefore could not be verified. This device was manufactured on 12-oct-2011 in a lot of (B)(4) units. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported post-operative problem. There were no other complaints received for this item and lot number combination. Further review of the overall complaint files for the device family shows only one (1) other report of the alleged post-operative complication that required secondary surgical intervention received elsewhere other than the three (3) complaints filed by the same facility/doctor alleging the same breakage of bioscrew on this and two (2) other patients (MDR #1017294-2014-00042 and MDR#1017294-2014-00044). A two (2) year review of complaint history for this device family from (B)(6) 2012 to (B)(6) 2014 found there have been only four (4) complaints with revision surgeries to remove broken fragments. During this same timeframe approximately (B)(4) units were sold worldwide, making the rate of occurrence for this failure mode (B)(4). Based on available information, it is believed that the most probable cause of this reported postoperative complication might be related to the young patient's ability or willingness to restrict activities or follow directions during the healing period. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of injury to the patient, the instruction for use (IFU) provides the following precautions and warnings: contraindications: insufficient quality or quantity of bone for attachment. Blood supply limitations and/or previous infections which may tend to retard healing. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. Warnings and precautions: any decision to remove the device during a second procedure must take into consideration the potential risk to the patient of an additional surgical procedure. Implant removal must be followed by adequate postoperative management. Detailed instructions on the use and limitations of the device must be given to the patient. Preoperative and operating room procedures, including knowledge of surgical techniques and proper selection and placement of the implant, are important considerations in the successful utilization of this device. It is recommended that metal interference screws and related insertion instrumentation be available in the event of the breakage of a bioscrew during implantation. Device was discarded at user facility.

Event description:
The customer reported that the (B)(6) years old, male patient underwent an arthroscopic acl reconstruction with hamstring graft on (B)(6) 2012. Reportedly, the c8030 bioscrew 7mm x 20mm bioabsorbable femoral interference screw was used during this surgery and there were no complications or problems noted by the surgeon during the insertion of the bioscrew. However, the report later stated that eight (8) months after the original surgery, MRI was performed and the surgeon found the bioscrew was loosening and fractured. Subsequently, the surgeon elected to perform a second surgery on (B)(6) 2013 to remove the screw's broken fragments. As reported, the revision arthroscopic procedure was also successfully completed with no patient injury. To date, no additional information has been received in regards to the patient's latest condition or any indication that a long term adverse effect has occurred.